Event description:
Cassettes with particles. Two lots were used for this production 6171577 ((B)(4)) and 6147681 ((B)(4)) and neither lot had been previously associated with a filed complaint. The cassettes, used by integradose for delivery of hydromorphone hcl, could not be provided for further evaluation, and photos of the observed particles were instead supplied. Staff described the particles as one sliver-shaped, one round, and one very small particle, consistent with particle types previously observed at integradose.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.